Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty scope socket. However, the cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found both the socket connector and the patient board had image problems. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center lost the image with the 165 devices but worked well with the 185 devices. The pigtail was exchanged for a replacement from a new tower and the lost image remained. The issue was found before a diagnostic colonoscopy. There were no reports of patient harm. There was a delay to the procedure and the patient was already under anesthesia (propofol). There was no extension of the procedure, and they were able to finish it with the same device by switching the colonoscope to a 185 series. No injury was caused to the patient.